Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 sample from an infant patient tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. The date of event was either (B)(6) 2018 or (B)(6) 2018. Clarification on this date has been requested but was not provided. The initial ca2 result was 3.15 mg/dl. This result was reported outside of the laboratory to the clinician with a suggestion to obtain a new sample and recheck the result. A new sample was obtained and the ca2 result was 10.01 mg/dl. The customer repeated the original sample and the result was 10.41 mg/dl. The repeat result and the result from the new sample were believed to be correct. No adverse event occurred. The ca2 reagent lot number was 290120 with an expiration date of 31-jan-2019. The customer believes the event was isolated to this one patient sample and declined a service visit. Calibration and qc results were acceptable. No issues were identified during a review of the alarm trace. A general reagent problem has been ruled out since calibration and qc were acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer did not configure the rack correctly when they loaded the patient sample. They did not select "micro" as the sample cup type when manually loading the sample. The centrifugation time of 5 minutes at 5000 rpm is too short. The minimum time per the manufacturer is 10 minutes. Based on the information provided, the root cause was due to a handling issue at the customer site.